Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to a pacing lead impedance anomaly.

Event description:
New information received indicates that the impedance anomaly was increased pacing lead impedance that was initially observed through remote transmission.